Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11: the device was received for evaluation in wet condition with a minicap attached. A visual inspection with the naked eye revealed the dark blue female connector was separated from the light blue main body. Functional tests including leak, clear passage, and clamp function tests were performed with no issues observed. The returned minicap was connected to the female connector by hand with no issues. Additionally, it was leak tested with no leaks. The reported issue of ¿difficult for the patient to disconnect¿ was not verified. However, the sample did not meet specification due to the separation issue and the cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with the minicap transfer set. The internal part of the transfer set was "stretched out" and it was difficult for the patient to disconnect. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.